Event description:
Reporter alleged discrepant back to back pt blood glucose results of 456 mg/dl at 3:33 am on the inform system compared to a lab that was drawn at 3:35 am which produced a measurement of 76 mg/dl. Reporter indicated the pt did not receive any treatment and no other actions were taken based on the results. A request was made for the return of the suspect device and replacement product was sent.